Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device ¿ 11 months. (Calculated from the date of manufacture.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the white power lead of the patient's power module patient cable had visible fraying. While changing from battery to power module support, the patient experienced a loss of power to the system controller and pump stoppage when connected to the white power lead of the system controller. The alarm resolved upon returning to battery support. The power module patient cable was replaced. It was reported that there was no visible or palpable damage on the patient's driveline and the alarm could not be recreated on the new power module patient cable. It was reported that vad parameters were within normal limits for the patient and the patient was asymptomatic.

Manufacturer narrative:
Device evaluation of the patient cable confirmed the reported event of a power cable disconnect alarm. A pin representing a battery gauge / voltage monitoring line via the white power cable was found to be bent in the 16 pin lemo connector. The bent pin prevented the cable from being fully engaged with the lab test equipment. The bent pin in 16-pin lemo connector was possibly due to a misalignment issue between the patient cable 16-pin lemo connector and power module receptacle upon physically mating the two parts. No further information was provided. The manufacturer is closing the file on this event.